Event description:
During a laparoscopic cholecystectomy the er320 was fired. The clips were holding loosely and slipping off. Another er320 was used without difficulty to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6: code 400(other): yeilded jaws. Based upon the inquiry information received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.